Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor was missing an electrode. Blood glucose level at the time of the incident was not provided. The caller was advised that the sensor would be replaced, but did not return any product for analysis.